Manufacturer narrative:
The insulin pump passed functional testing, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm test. The insulin pump functioned properly. No loose drive support disk was noted. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Event description:
The customer reported via telephone call that she was hospitalized with high blood glucose and diabetic ketoacidosis. The customer had a high blood glucose 500 mg/dl in the morning and treated with a bolus. The blood glucose kept going up and the customer began vomiting. The blood glucose reading was 589 mg/dl at the time of admission. The customer was treated with an insulin drip. The customer was wearing the insulin pump at the time of hospitalization. The customer found the drive support cap was sticking out. The customer also reported that the insulin pump had alarmed for no delivery but could not recall any details. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.